Event description:
Reportedly, the home monitor cannot connect to the back office at the patient's address, despite several troubleshooting attempts, while it can connect when located in microport office.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned home monitor was tested and the reported behavior was not reproduced: normal functioning was observed, and the device could be paired with a reference pacemaker and communicate with the back office. - the reported behavior most probably resulted from a poor network coverage at the patient address or from external interferences that prevented proper communication. - based on available data, no anomaly is suspected with the subject device. - this case is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor cannot connect to the back office at the patient's address, despite several troubleshooting attempts, while it can connect when located in microport office.